Manufacturer narrative:
It was reported that the end user was in his late twenties and has a history of mental illness. He had the cane for one day and came the next day to say that it broke while he was walking in the street and he fell. He claimed, he was then hit by a car which fractured his foot. No medical report or documentation was provided by the end user but he was wearing a walking boot. The account did not return the cane for eval but sent photographic images. From the photos, damage can be seen around the fracture that does not appear to be from the break. These damaged areas appear to be marks from being scraped against another surface. Multiple samples were pulled from stock with lot number j091246569. After testing 4 samples and applying a sudden load to various areas of the cane, a failure mode similar to the reported incident was noted. This occurred by swiftly applying a load to the locking ring perpendicular to the cane. This does not appear to be a mfg defect. The break looks to be from sudden failure and not a fatigue type of failure which would be the most common mfg defect or failure for this product. The photos and the testing performed on the samples suggest, it was customer caused...

Event description:
It was reported that the cane broke and the end user fell and broke his foot when he was hit by a car.